Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV" confirmed via us, then reported via histological report foreign body and fibrinoid necrosis. This record is for the left side. Device was explanted.

Manufacturer narrative:
Lab analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ necrosis: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation and voids were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV" confirmed via us, then reported via histological report foreign body and fibrinoid necrosis. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV, granuloma, and necrosis.